Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, a leak was observed coming from a torn balloon marker. It was reported that the traveler balloon was inflated to 16 atmospheres (atm) when the device appeared to rupture. It should be noted that the traveler rx, global instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the traveler rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely that the noted damage to the inner and out member as well as the bdc being over-inflated above rbp resulted in the noted leak, which was perceived as a balloon rupture by the account. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the noted leak appear to be related to operational context/user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d4: lot number, expiration date. H4: manufacturing date.

Event description:
Subsequent to the initial report, additional information was received. The device did not meet any resistance during advancement and was inflated three times at 12, 14 and 16 atmospheres (atm). The balloon ruptured at 16 atm. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous left anterior descending artery. A 1.5 x 6 mm traveler balloon catheter was used; however, the balloon ruptured during inflation. The device was then simply withdrawn and there were no other device issues. An unspecified device was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.